Manufacturer narrative:
(B)(4). The explanted devices were not returned to bsn as it was discarded by the medical facility. Additional suspect medical device component involved in the event: model#: sc-2208-50, serial #: (B)(4), description: st linear lead 50 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at ipg and lead site. Symptoms were redness and swelling. The patient was prescribed with antibiotics. The physician believed that the infection was not device or procedure related. The patient underwent an explant procedure.

Event description:
A report was received that the patient developed an infection at ipg and lead site. Symptoms were redness and swelling. The patient was prescribed with antibiotics. The physician believed that the infection was not device or procedure related. The patient underwent an explant procedure.